Manufacturer narrative:
Implanted date: unknown due to the date of event being unknown. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal sts plus device was pulled back once foot plate was set the green tamper would not advance initially, however it then eventually did with great difficulty. Full tension was kept on the sheath portion and the plug hub eventually snapped.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.